Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: at follow-up call on (B)(6) 2017, the customer stated his condition had improved and he did not currently have any diabetic symptoms. The customer stated he did not have any medical intervention since the last call. The customer stated no additional blood tests were performed with the alleged defective device.

Event description:
Customer called in state the meter is reading low. Customer states meter read 124mg/dl fasting at 9:48 am and later that evening customer fainted at home and could not get up. Family called 911 and he was picked up by the paramedics. Paramedics meter read 403mg/dl non-fasting. Customer was admitted to the hospital (B)(6) 2017 6:00pm. Customer states when he arrived at the hospital the hospital reading was in the 300's and was diagnosed with hyperglycemia, hypertension, and states they informed him his heart was beating slowly. Customer was given insulin injections, insulin IV, blood pressure medications, blood thinners, and gout pills. Customer states after the insulin injections it went down to 200mg/dl and then again to 175mg/dl. Customer does not remember if the 200mg/dl and 175mg/dl was fasting or not. Customer was discharged on (B)(6) 2017 11:00 am and was not given any medications to take home nor did he have medications changed. Customer states he used the meter again today and the meter read 60mg/dl fasting (B)(6) 2017 9:15 am. Customer states his normal fasting range is 80-120mg/dl. Customer denies need for medical attention at the time of call. Customer states he feels weakness at the time of call. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 192 mg/dl and 202 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is 01/01/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:124mg/dl fasting.